Event description:
It was reported that the patients' sling was removed due to infection and continued incontinence. The patients' infection cleared and another continence device was implanted on (B)(6) 2014. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Implanted (B)(6) 2013.